Event description:
On (B)(6) 2012, it was reported that the rubber part of the up button on the pt's infusion device has worn off. The pt stated that the button will only respond through the use of pressing it with a knife. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.